Manufacturer narrative:
Additional contact provided: (B)(6) / product complaint analyst / (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set began to leak where the tubing and extension set connect. The pharmacy ensures a tight connection prior to dispensing, and nursing checks the connection before securing the connection with tape. The patient did not receive the remaining infusion volume and the infusion was life sustaining. There was no reported adverse event. See MFR 3012307300-2019-05636 for the report on the cassette.

Manufacturer narrative:
Investigation results were completed on a smiths medical cadd extension sets. Sample one p/n 21-7047-24; received in used conditions without original package. Visually inspected for s12''-24'' with no abnormality noted. Leak testing was implemented with hydrostatic vessel and no failure occured and no leaks were found. Analysis assessed with packaging practices doing back to (B)(6) 2019 and no discrepancies, as practices were followed accordingly. Unclear root cause of event. Updated fields b 4, b 5, g 7, h 1, h 2, h 3 , h 6 and h 10.

Event description:
Device analysis completed and will be updated in h 10 for final report.